Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient developed pain, swelling, and there was concern for prosthesis failure on radiograph. The patient was revised with placement of competitor product approximately 5 years and 3 months post implantation. The initial patella was retained. Intra-operative findings included scar tissue, significant poly wear, and metallosis. No further details have been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision operative notes: mechanical loosening of left knee prosthetic joint and metallosis. Patient presents with pain and swelling of l knee and evidence of prosthesis failure on radiographs. The knee was entered and metallosis was immediately identified throughout the entire capsule and resected. The tibia was then entered at the bone prosthesis interface with a combination of standard and thin osteotomes circumferentially. The tibia was found to be grossly stable, but significant posterolateral poly and metal wear was identified as the source of the metallosis. The femur was entered with osteotomes circumferentially at the prosthesis cement interface. The femur did not appear grossly loose. The femur was extracted with minimal bone loss after meticulous dissection. A definitive root cause cannot be determined. Complaint is confirmed with the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.